Manufacturer narrative:
Patient information was not made available from the site. Resolution was confirmed at time of call to medtronic technical services. On 09/01/2016 a medtronic representative, following-up at the site, reported an incision had been made, and confirmed there was no patient impact. The surgeon was performing normal dissection/exposure as the medtronic representative was trouble-shooting. As the surgeon was ready to place screws, the issue had not been corrected, and the surgeon opted to proceed without navigation. Continued trouble-shooting, and review of steps taken, lead to the conclusion that the issue occurred when the nurse had originally selected o-arm as the procedure, the medtronic representative noticed this immediately and changed the procedure to wired tracker spinal fusion, this had apparently turned off the instrument ports which resulted in no power to the tracker. The issue was resolved when they exited and re-entered the software. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system wired c-arm tracker was not connected. There was a green line to the c-arm in the set-up equipment screen, and an orange line to the tracker. Navigation was abandoned. The surgeon opted to complete the procedure without the use of the navigation system. The medtronic representative re-started the spine software and the tracker connection was established. Noted was that prior to re-starting the software, they switched from an o-arm procedure to a fluoronav procedure. Delay in therapy was 10 minutes. There was no impact on patient outcome.